Event description:
It was reported that pump had malfunction alarm with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by correction injection using multiple daily injections. Customer did not require third-party assistance. Technical support provided instructions and assisted with resetting pump, after which malfunction did not recur and customer was advised to continue using pump and to call back if malfunction returned.